Event description:
It was reported that the asymptomatic patient presented for in clinic follow up with loss of capture and far p oversensing exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was stable.